Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range right atrial pace impedance measurements. Additionally it was noted that atrial sensing was falling into refractory indicative of undersensing. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This device was not returned for analysis. The product investigation determined that the "no problem detected" investigation conclusion code was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range right atrial pace impedance measurements. Additionally it was noted that atrial sensing was falling into refractory indicative of undersensing. No adverse patient effects were reported. This crt-d remains in service. This device was not returned for analysis. The product investigation determined that the "no problem detected" investigation conclusion code was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews.